Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device was not part of this population.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. It was incorrectly noted in a previous report that the date of the advisory was august 28, 2013. The correct date of the advisory is august 29, 2013. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Event description:
Boston scientific received information that this patient had heard beeping tones, thus the device was interrogated (B)(6) 2013, and a faulty programmer was suspected (3120/ (B)(4)) as all device measurements were within normal limits. The field representative had traveled to check the programmer on (B)(6) 2013, and upon reviewing the reports a fault code 1003 was noted. Upon interrogation the device no fault codes were seen and all measurements were within normal limits. A request for further review was sent to technical services. No adverse patient effects were reported. This device remains implanted at this time.

Manufacturer narrative:
The device was returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
A response from technical services was provided which noted that the device had a voltage alert. The voltage alert is part of the devices safety architecture. It is an early warning indicator that something is prematurely depleting the battery. The longevity remaining that is displayed on the programmer is likely invalid. Per the faults and actions the device should be replaced emergently. Upon additional information this investigation will be updated. A replacement procedure will be scheduled. Additional information received noted that this device was explanted and will be returned.